Manufacturer narrative:
Results - bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for missing additive with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and one breakdown maintenance order generated for the assembly line during the run. Conclusion - complaint confirmed. CAPA 51687 was previously opened to investigate root causes. Possible root causes are air in the solution, insufficient/lack of solution, inadequate machine jam recovery process or a jog mode issue. See CAPA (B)(4) for full details.

Event description:
It was reported that a tube of bd microtainer® tube with bd microgard¿ closure k2edta additive was missing additive. No injury or medical intervention reported.